Event description:
Kendall healthcare received phone call on 07/13/00 from hosp reporting an alleged product defect with the safety thoracentesis catheters. Nurse reported to their purchasing dept that the one way valve allegedly failed during a thoracentesis procedure. No pt injury was reported.